Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) pump due to the pump remaining dimpled when squeezed. Two weeks prior to this surgery, tests indicated that when the pump was pressed the pump remained dimpled and would not work as expected. Due to this issue, the pump was replaced. The patient is expected to make a full recovery after this surgery.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pump activation failure that was identified during analysis is the probable cause of the pump collapse. Technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code caused traced by component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) pump due to the pump remaining dimpled when squeezed. Two weeks prior to this surgery, tests indicated that when the pump was pressed the pump remained dimpled and would not work as expected. Due to this issue, the pump was replaced. The patient is expected to make a full recovery after this surgery.